Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient stated that their implant site was swelling and really sore. The patient further noted that the site was really hot and they cannot lean their back against anything because they are in pain. The patient noted that they never tried turning the device off. There were no trauma/falls related to the issue. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.